Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l46108, implanted: (B)(6) 1997, product type catheter; product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Additional information was received and it was reported per this reporter that the patient had no symptoms related to the event. The alarm was due to eri (elective replacement indictor). The cause of the discrepancy was noted to be ¿eri date <(>&<)> delayed surgery.¿ the patient was doing fine and getting ongoing adjustments with the new pump.

Event description:
Additional information later reported the patient did have their pump replaced on october 3rd for normal battery depletion. To prepare for the replacement the surgeon had started to decrease the patient's medication and they noticed that the patient had a return of symptoms (increased tone and spasticity). The catheter was checked intra-operatively and the surgeon was able to aspirate the catheter without any issues and no issue was found at that time with the volumes. No issue was found for the catheter so it remains implanted and in use. Per the reporter the surgeon was not sure why any issues would have occurred when he had no issue with accesses the pump or interrogation of the pump. Patient was getting good therapy since pump was replaced.

Event description:
It was reported the actual residual volume was greater than the expected residual volume. At the time of the report, the reporter did not have specific values for the volumes. The hcp accessed the pump yesterday and pulled out some medication and then pushed it back into the pump without doing a refill. It was also noted the hcp also had difficulty interrogating the pump the day before the report and suspected there was a battery issue. The day of the report the pump was interrogated and pulled the logs. There was no low battery resets present; eri: (B)(6) 2013, low reservoir alarm: (B)(6) 2013, empty reservoir alarm: (B)(6) 2013, and replace pump by (B)(6) 2013. The patient reported the alarm had been going off every 10 minutes and it stopped going off for 2 hours last night. It was also noted the pump needed to be refilled. The patient was sent to the neurosurgery office from doctor¿s office. The patient was scheduled for a pump replacement on (B)(6). The pump was used to deliver gablofen. Additional information later reported that they did a refill on the pump the day of the report and lowered the dose. They aspirated 5ml from the reservoir and the telemetry read that 41.6ml had dispensed from the pump.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)